Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure / balloon rupture of the delivery system is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, while the exact cause of the delivery system balloon burst during valve deployment cannot be confirmed, in addition to the procedure itself, patient factors (valvular calcification) likely contributed to the reported event. Post dilation of the valve was successfully performed and no consequences to the patient were reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during the implant of a 26mm sapien 3 valve via the transfemoral approach, the commander delivery system balloon ruptured at the end of the inflation. The delivery system was retrieved through the esheath. The valve was stable on the native calcium, but was not fully expanded. Post dilation was necessary. No patient clinical complications occurred. Information regarding the native annular diameter and the degree of valvular calcification was not provided. The delivery system was discarded following the procedure and is not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Patient factors.

Event description:
Additional information indicated the native aortic valve was moderately calcified. No further information is available.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).